Event description:
It was reported that the insulin pump alarmed battery limit multiple times with new batteries. Customer's blood glucose was unknown. Customer stated when he woke up his blood glucose was 160 mg/dl. Troubleshooting was done. Customer stated the battery contact was damaged; connection was a bit dirty and used a screwdriver to scrape it. Advised customer to monitor the insulin pump and advised the battery cap will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.